Manufacturer narrative:
A number of attempts were made to contact the end customer, however, the actual device involved has not been made available for evaluation. No conclusion can be made at this time. The end customer did report that they were aware of a low battery condition prior to the incident. The investigation remains open.

Event description:
It was reported that during a rescue attempt, the device indicated a low battery condition and did not power on. CPR was continued until ems arrived. It was reported that the patient did not survive.